Manufacturer narrative:
The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User checked the needle function before use which is function as intended. But user cannot advance or retract needle during procedure, then retracted the device from patient and checked the needle function which cannot be advanced or retract. User then changed to another same device to complete the biopsy. There is no harm occurred to patient, but the procedure time is prolonged which cause pain to patient. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Manufacturer narrative:
The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Additional information received 18-may-2021: this supplement report is being submitted to capture the updated event description. User checked the needle function before use which is function as intended. But user cannot advance or retract needle during procedure, then retracted the device from patient and checked the needle function which cannot be advanced or retract. User then changed to another same device to complete the biopsy. There is no harm occurred to patient, but the procedure time is prolonged which cause pain to patient. Additional information received 18-may-2021: can I confirm if the needle could be advanced out of the sheath at all? Or could the needle be advanced and not retracted into the sheath? Needle was advanced to desired position with slight resistance. User retracted the device from endoscopy with no issue. User utilized the stylet to get the sample , but stylet cannot be advanced and then user detected the distal end of needle kinked. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Manufacturer narrative:
The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This supplement report is being submitted to capture additional information that was received on the 24-aug-2021 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Stomach. 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. B. 2r, 2l, 4r, ao, ar, 11ri, 11s. 3. Please describe the size of the intended target site. 4. If not with the device in question, how was the procedure performed and/or finished? Gastric antrum mediastinal biopsy, utilized mediastinoscope and laparoscope to collect the sample. 5. Was the device used in a tortuous position? Yes. 6. Are images of the device or procedure available? Yes. 7. Was it damaged in packaging before removal? No. 8. Was it damaged on removal from packaging? No. 9. Was force required to remove the device? There was no resistance removing from package, but resistance was met retracting from ultrasound endoscope. For complaints occurring during use (once in contact with endoscope) also ask: 10. What is the endoscope manufacturer and model number that was used? Olympus gf-ue260-al5. 11. Was force required on insertion of device into scope? No. 12. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Slight resistance during advancement, obvious resistance during needle retraction. 13. Was difficulty experienced while retracting the needle? Yes. 14. Was the syringe used during the procedure, after the stylet was removed? No. 15. Was the needle able to be fully retracted before removing from the patient? Yes 16. Was gaining access to the targeted site difficult? No. 17. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. 18. Was needle penetration of the targeted site difficult? No. 19. Was the stylet partially removed prior to advancement of needle? Yes. 20. How many biopsies/passes were obtained with use of this needle? 1. 21. Did any section of the device detach inside the patient? No. 22. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No kink observed. 23. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 24. Was there difficulty in attachment / detachment of the leur to the scope? No. 25. If the device is procore and it is kinked distally, is the kink at the notch / core trap? N/a. Procore.

Manufacturer narrative:
1 unit of echo-19 device of lot number c1743828 involved in this complaint was returned for evaluation, in its original packaging. The device involved in the complaint was evaluated in the laboratory on (B)(6) 2020. Sheath extender able to advance and retract without issue. Needle able to advance with slight difficulty. Stylet retracted slightly and distal needal break observed approximately 3cm from the tip of the sheath. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1743828 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1743828 . The notes section of the instructions for use, which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Also, ¿intended use: this device is used to sample targeted submuscosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope.¿ there is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to flexed or twisted position as indicated in the additional information ¿the user detected the distal end of the needle kinked¿ leading to the breakage distally 3cm from the tip of the sheath. It is likely that a distal kink occurred initially as per additional information ¿user utilized the stylet to get the sample, but stylet cannot be advanced and then user detected the distal end of needle kinked.¿ potentially due to tortuous position. The difficulty advancing the needle after retracting it back into the sheath would likely be due to the kink. Once the customer was unable to advance the device, he removed it from the patient and once removed it broke distally approximately 3cm from the tip of the sheath. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Event description:
Additional information received, this supplement report is being submitted to capture the updated event description. Device was evaluated on the 16-jun-2021: distal needle break noted. Additional information received 22-jun-2021 confirming the needle could be retracted and the stylet was partially removed.

Manufacturer narrative:
The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.